Event description:
A staff member was assisting a user to stand using quick move standing aid device. The user and device began to tilt. The staff member lowered the user to the ground. The device was removed from service.

Manufacturer narrative:
Traces of misuse were identified on the device. Results from internal investigation indicate that the device tilting was most likely caused by misuse in combination with lack of service maintenance. Manufacturer sees no reason for further action at this time but will continue to monitor this type of event.

Event description:
A staff member was assisting a user to stand using quick move standing aid device. The device began to tilt. The staff member lowered the user to the ground. The device was removed from service.